Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The provider states the bed is going up and down by itself. He states when he unplugged the pendant, it stopped.